Event description:
Customer reported that a tube coiled in the stomach of a pt. No injury was reported. The tube was replaced without incident.

Manufacturer narrative:
No samples were returned. Co obtained samples from co's distribution. No defects or damage were observed. Units were within mfg spec. The samples were functionally tested for propensity to coil and none were observed. The lot history record was unremarkable with regard to this report. No other complaints have been rec'd against this lot. Absent the actual sample, co is unable to determine the cause of this report. The most likely cause is the use of a feeding tube that is too long for the individual pt. Co has informed the customer co makes a shorter tube.